Event description:
It was reported that during a da vinci surgical procedure, the plastic around the tip of the fenestrated bipolar forceps instrument cracked. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. No fragments fell into the patient.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found both of the proximal ears broken and completely missing. Failure analysis concluded that the damage was likely due to mishandling. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the missing proximal ears could likely cause or contribute to an adverse event, if the malfunction were to recur.